Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The patient was treated with an unspecified anti-infection and anti-allergic drugs. On an unreported date during hospitalization, pd therapy was withdrawn. Current dialysis modality was not reported. The patient outcome was not reported. Dianeal therapy was ongoing. Additional information is not available.